Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab (pal) received the device for evaluation on 6/3/2021. The device evaluation was completed on 6/25/2021. It was reported that a 66-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva). There were no biosense webster, inc. (Bwi) product malfunctions nor complications throughout the procedure. Overnight, after the procedure, a neuro exam revealed that the patient suffered left sided weakness. Patient was moved to the neuro intensive care unit. A computerized tomography angiography (cta) was performed and revealed a bleed in the brain. The patient was being evaluated at the time the complaint was raised. Prolonged hospitalization was required. The patient¿s outcome is unknown. The physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. There was no evidence of char/clot during the case. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. Device evaluation: visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30384595m] number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva). There were no biosense webster, inc. (Bwi) product malfunctions nor complications throughout the procedure. Overnight, after the procedure, a neuro exam revealed that the patient suffered left sided weakness. Patient was moved to the neuro intensive care unit. A computerized tomography angiography (cta) was performed and revealed a bleed in the brain. The patient was being evaluated at the time the complaint was raised. Prolonged hospitalization was required. The patient¿s outcome is unknown. The physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. There was no evidence of char/clot during the case. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. Since this event (cva) is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure; then it is to be considered serious and MDR reportable.